Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 20417488/20417488.

Event description:
It was reported that the patient was not getting adequate pain relief from the spinal cord stimulation (scs). The patient underwent a scs explant procedure. The explanted device components will not be returned per facility policy.